Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Sore - inside the mouth [oral pain]. Pinching and crashing - inside the mouth [mouth injury]. Brushhead came apart and it's pinching and crashing inside mouth and got sore [injury associated with device]. Brushhead coming apart inside mouth [device breakage]. Consumer called stating the toothbrush head came apart inside mouth. No serious injury reported.